Event description:
Pharmacy manager reported the patient reported that the valve is staying open and leaking. There was no patient injury or medical intervention reported. The patient reportedly has a PICC line (peripherally inserted central catheter) and groshong catheter. The physician order for flushing is 10cc saline before and after infusion and 5cc of heparing after the infusion. No additional information is available.